Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: (B)(6), (B)(6) year old male.

Event description:
The customer reported falsely elevated and inconsistent architect lactate dehydrogenase (ldh) results for two patients. Sample ID (B)(6) from a (B)(6) year old male patient generated results ranging from 196 to 655 u/l for the patient's plasma sample and 281 u/l with the serum sample. A 196 u/l was reported based on previous results. The samples were further tested at quest generating results for the plasma sample of 587 and serum sample 234 (uom and method not provided). Sample ID (B)(6) from a (B)(6) year old male patient generated results ranging from 187 to 438 u/l for the plasma sample and 177 u/l for the serum sample. A 187 u/l was reported based on previous results. The samples were further tested at (B)(6) lab generating results of 255 for the plasma and 234 for the serum (uom and method not provided). The customer indicated the normal range is 125 to 220 u/l. No adverse impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity did not identify any trends for the architect lactate dehydrogenase (ldh) assay. This review also did not identify increased complaint activity for reagent lot 60062un17. Using worldwide field data the historical performance of the ldh assay was evaluated. This review did not identify any issues and all lots are performing as expected. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency of the architect lactate dehydrogenase assay was identified.